Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with mandrel. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The mid-shaft was completely separated 25 cm from the tip. The fracture faces looks stretched prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation but device was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.